Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('unbearable pain, could not work'), device dislocation ('something moved inside me that left me crippled') and device breakage ('several essure fragments removed') in a 47-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 3 (3 daughters 16yrs, 10yrs, 8 yrs), therapeutic abortion (at 5 months gestation, daughter had a malformation, a cystic hygroma at the nuchal fold, a haemothorax, generalised oedema, would now be 9yrs old) and complication of pregnancy (risk of miscarriage and gestational diabetes during all my pregnancies). Concurrent conditions included breast feeding and retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intermenstrual bleeding ("I bled a lot, metrorrhagia"), 4 weeks after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("after bilateral salpingectomy I asked and he was surprised. He didn¿t know anything about them. He didn¿t remove them from me"), syncope ("vasovagal syncope"), polymenorrhoea ("started to get my period every 14 days"), coital bleeding ("if I had sex I bled"), lymphadenitis ("inflammation of the lymph nodes in my neck"), neurosensory hypoacusis ("sudden neurosensory hypoacusis"), dysmenorrhoea ("contractions with pain irradiating to my lower back and kidneys with every period"), sciatica ("constant lumbosciatica"), vomiting ("constant vomiting"), abdominal pain ("constant cramps"), diarrhoea ("constant diarrhoea"), tinnitus ("tinnitus"), insomnia ("I could no longer sleep"), mental disorder ("mental disorder"), autoimmune disorder ("suspected asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants)"), inflammation ("suspected asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants)") and anal incontinence ("fecal incontinence"). The patient was treated with ketazolam (sedotime), opioids, topiramate, surgery (bilateral salpingectomy for essure removal and hysteroscopy, hysterectomy with oophorectomy for essure removal) and weekly psychotherapy. Essure was removed. At the time of the report, the pelvic pain, device dislocation, device breakage, complication of device removal, syncope, intermenstrual bleeding, polymenorrhoea, coital bleeding, lymphadenitis, neurosensory hypoacusis, dysmenorrhoea, sciatica, vomiting, abdominal pain, diarrhoea, tinnitus, insomnia, mental disorder, autoimmune disorder, inflammation and anal incontinence outcome was unknown. The reporter considered abdominal pain, anal incontinence, autoimmune disorder, coital bleeding, complication of device removal, device breakage, device dislocation, diarrhoea, dysmenorrhoea, inflammation, insomnia, intermenstrual bleeding, lymphadenitis, mental disorder, neurosensory hypoacusis, pelvic pain, polymenorrhoea, sciatica, syncope, tinnitus and vomiting to be related to essure. The reporter commented: report from local press la voz de galicia. When I decided to take a little care of my body -nothing special, just pilates, a little cycling or running -something moved inside me that left me crippled. I didn¿t associate my problems with the essure devices and the doctors didn¿t either.I felt ill and was seen by a nurse who asked me a one in a million question: you wouldn¿t happen to have essure devices fitted would you? She told me that she had seen her sister suffer like me every month (see case (B)(4) ) and she recommended that I look up a group on facebook. I found that there are lots of women like me who suffer similar adverse symptoms and I decided to have the essure devices removed. The gynecologists refused because they didn¿t associate all my problems with the devices but my decision was final. After bilateral salpingectomy both fallopian tubes were healthy. When I asked gynecologist about the essure he was surprised. He didn¿t know anything about them. He didn¿t remove them from me. A few months later, the symptoms came back but even stronger and other effects caused by the surgery appeared, such as increased faecal incontinence. Later an other gynecologist removed several fragments from me using the same procedure used to implant them. I continued to be ill and was taken back to the operating theatre. When I came out of the hysterectomy, I was told that they couldn¿t save one of my ovaries. To date, I am undergoing some diagnostic tests due to suspected asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: several essure fragments removed. Investigation - on an unknown date: some diagnostic tests due to suspected asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants).. Pathology test - on an unknown date: after bilateral salpingectomy: fallopian tubes were healthy, essure not mentioned. Ultrasound scan vagina - on an unknown date: everything is ok. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('unbearable pain, could not work'), device dislocation ('something moved inside me that left me crippled') and device breakage ('several essure fragments removed') in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (4), parity 3 (3 daughters (B)(6) yrs, (B)(6) yrs, (B)(6) yrs), therapeutic abortion (at 5 months gestation, daughter had a malformation, a cystic hygroma at the nuchal fold, a haemothorax, generalised oedema, would now be (B)(6) yrs old) and complication of pregnancy (risk of miscarriage and gestational diabetes during all my pregnancies). Concurrent conditions included breast feeding and retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intermenstrual bleeding ("I bled a lot, metrorrhagia"), 4 weeks after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), device breakage (seriousness criteria hospitalization and intervention required), complication of device removal ("after bilateral salpingectomy I asked and he was surprised. He didn¿t know anything about them. He didn¿t remove them from me"), syncope ("vasovagal syncope"), polymenorrhoea ("started to get my period every 14 days"), coital bleeding ("if I had sex I bled"), lymphadenitis ("inflammation of the lymph nodes in my neck"), neurosensory hypoacusis ("sudden neurosensory hypoacusis"), dysmenorrhoea ("contractions with pain irradiating to my lower back and kidneys with every period"), sciatica ("constant lumbosciatica"), vomiting ("constant vomiting"), abdominal pain ("constant cramps"), diarrhoea ("constant diarrhoea"), tinnitus ("tinnitus"), insomnia ("I could no longer sleep"), mental disorder ("mental disorder"), autoimmune disorder ("suspected asia syndrome (autoimmune/ inflammatory syndrome induced by adjuvants)"), inflammation ("suspected asia syndrome (autoimmune/inflammatory syndrome induced by adjuvants)") and anal incontinence ("fecal incontinence"). The patient was treated with ketazolam (sedotime), opioids, topiramate, surgery (bilateral salpingectomy for essure removal and hysteroscopy, hysterectomy with oophorectomy for essure removal) and weekly psychotherapy. Essure was removed. At the time of the report, the pelvic pain, device dislocation, device breakage, complication of device removal, syncope, intermenstrual bleeding, polymenorrhoea, coital bleeding, lymphadenitis, neurosensory hypoacusis, dysmenorrhoea, sciatica, vomiting, abdominal pain, diarrhoea, tinnitus, insomnia, mental disorder, autoimmune disorder, inflammation and anal incontinence outcome was unknown. The reporter considered abdominal pain, anal incontinence, autoimmune disorder, coital bleeding, complication of device removal, device breakage, device dislocation, diarrhoea, dysmenorrhoea, inflammation, insomnia, intermenstrual bleeding, lymphadenitis, mental disorder, neurosensory hypoacusis, pelvic pain, polymenorrhoea, sciatica, syncope, tinnitus and vomiting to be related to essure. The reporter commented: report from local press (B)(6). When I decided to take a little care of my body - nothing special, just pilates, a little cycling or running - something moved inside me that left me crippled. I didn¿t associate my problems with the essure devices and the doctors didn¿t either. I felt ill and was seen by a nurse who asked me a one in a million question: you wouldn¿t happen to have essure devices fitted would you? She told me that she had seen her sister suffer like me every month (see case (B)(4)) and she recommended that I look up a group on (B)(6). I found that there are lots of women like me who suffer similar adverse symptoms and I decided to have the essure devices removed. The gynecologists refused because they didn¿t associate all my problems with the devices but my decision was final. After bilateral salpingectomy both fallopian tubes were healthy. When I asked gynecologist about the essure he was surprised. He didn¿t know anything about them. He didn¿t remove them from me. A few months later, the symptoms came back but even stronger and other effects caused by the surgery appeared, such as increased faecal incontinence. Later an other gynecologist removed several fragments from me using the same procedure used to implant them. I continued to be ill and was taken back to the operating theatre. When I came out of the hysterectomy, I was told that they couldn¿t save one of my ovaries. To date, I am undergoing some diagnostic tests due to suspected asia syndrome (autoimmune/ inflammatory syndrome induced by adjuvants). Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: several essure fragments removed. Investigation - on an unknown date: some diagnostic tests due to suspected asia syndrome (autoimmune/ inflammatory syndrome induced by adjuvants).. Pathology test - on an unknown date: after bilateral salpingectomy: fallopian tubes were healthy, essure not mentioned. Ultrasound scan vagina - on an unknown date: everything is ok. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.